Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator control board and vent engine were recommended for replacement.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, case resumed. There was no report of patient injury.